Event description:
It was reported that there was a lead warning on the right ventricular lead for low impedance. The bipolar threshold has also increased. The patient has also been having syncopal episodes. The lead will be monitored and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.